Event description:
During interrogation the asymptomatic patient had an alert that the left ventricular lead impedance was out of range. The lead impedance was 2007 ohms and it was 1225 ohms at implant. The pacing outputs were 3.25 v, 1.1 ms and were 0.7 v, 0.5 ms at implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.